Event description:
It was reported that during an unknown procedure, the blade broke during the procedure. The broken blade was removed from the patient. The broken piece will be returned with the device. It is unknown how the procedure was completed. The procedure was delayed by 5 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.